Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tech was testing the trocars by putting 5mm graspers into the trocar prior to a laparoscopic roux en y procedure. The grasper got stuck in this trocar. They opened a new trocar to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one. A visual inspection of the returned product noted: that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was not received. The obturator was received inserted in to the cannula, prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was not confirmed. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.